Manufacturer narrative:
Patient city:(B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set tubing came apart event on (B)(6) 2026. The infusion set was in use for one day. The location of detachment tubing connector. The insertion site was right abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.